Event description:
It was reported to boston scientific corporation in 2008 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used on a patient during a procedure the day before (patient gender, age and weight unknown). According to the complainant, the physician felt resistance when introducing the device over the guidewire and a vacuum was not applied to the device prior to the procedure. When the device was removed from the scope, it was noted that the tip of the guidewire was curved and deformed. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was returned without the stopcock and protective sleeve. The balloon was examined and it was noted that the profile was wingfolded and there was no damage or twisting inside of the balloon lumen. The guidewire was protruding from the distal tip of the device and was found to be damaged at the tip and unraveling. It was attempted to remove the guidewire from the device; however, much resistance was encountered. Parts of the core wire were also exposed. The catheter shaft was also examined for damage and no kinks or bends were observed on it. It was attempted to pass the device through the olympus scope in the laboratory and the device passed easily through the scope. Per the complainant, the physician did not apply a vacuum prior to the device prior to the procedure. Per the dfu preparation instructions, "to maximize endoscope passage, apply a vacuum to the catheter before removing the protective sleeve. Apply a silicone spray to the balloon and gently rub the entire balloon to ensure uniform coverage. Maintain vacuum to the catheter during insertion through the scope." The root cause of this complaint could not be definitively determined. However, the most probable root cause is that the guidewire was inadvertently damaged while moving through the catheter as the damage is evident in the tip area. A DHR for the pertinent lot was reviewed; no anomalies were noted.